Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 399 mg/dl. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was inactive. Customer treated their high blood glucose with manual injection. Customer alleging insulin pump was under delivering due to high blood glucose even after taking bolus. Customer performed displacement test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.